Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap at the initial pressurization of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, the faradrive steerable sheath clear was chosen for use. A significant amount of air was observed in the syringe, with over 5 ml being removed and the valve was found to be leaking. Subsequently, the sheath was replaced, and the procedure was completed without any patient complications. The device was returned for analysis.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, the faradrive steerable sheath clear was chosen for use. A significant amount of air was observed in the syringe, with over 5ml being removed and the valve was found to be leaking. Subsequently, the sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.